Manufacturer narrative:
Concomitant products: product ID 8590-1, lot # n281382, implanted: (B)(6) 2011, product type accessory; product ID 8575, lot # n268837, implanted: (B)(6) 2011, product type accessory; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
It was reported that the patient heard an alarm on (B)(6) 2012, but telemetry had not been performed. The patient was experiencing underdose symptoms of tingling and her legs feeling less colonic. The patient missed their refill date. The refill was supposed to be done in ¿mid to late¿ (B)(6). The patient had recently moved and was unable to find a physician to fill the pump. The patient¿s status was fair. It was later reported that the patient was going to see a physician on (B)(6) 2012. The patient recently moved from new york to colorado and was worried about the pressure and temperature change. The patient was having some issues walking that started when she moved to colorado springs. The patient was on a low dosage. The patient was now exposed to a higher altitude and warmer temperature. The patient thought that she had heard the pump alarm and was concerned that she was out of baclofen. The thought she heard the alarm on (B)(6) 2012, but had not heard it since. It was later reported that ther were no alarms found on the pump log. The patient¿s low reservoir volume date was (B)(6) 2012. Refill was not require on (B)(6) 2012. There were no symptoms reported.